Manufacturer narrative:
A ge service rep performed an onsite investigation. The sbc pcb was evaluated and upgraded along with the associated pcb assemblies. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system froze and locked up. No pt serious injury or death was reported related to this event.